Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the system keeps encountering a recoverable 23025 error. Based on the logs, technical support engineer (tse) explains to the customer that the problem lies with the left master tool manipulator (mtml) of surgeon side console (ssc) 2, serial number (B)(6). Tse explains that to prevent these errors from recurring, the system must be shut down and the blue fiber cable (bfc) must be disconnected from ssc 2. Onsite proactive is on-site at mtml for the same error. This issue was previously reported and has returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: confirm that the complaint was opened because the customer reported the same issue again at a later stage during procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.